Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead(s). Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI#: (B)(4), serial#: (B)(6), batch#: a000123078.

Event description:
It was reported, the patient was experiencing ineffective therapy, because lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. It is unknown, which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.